Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 4 months after four dental implants were installed in intraoral regions #7, #4, #10 and #13, it was verified their non-osseointegration. Immediate load was executed. The patient presented bone type ii.